Manufacturer narrative:
No prod returned for eval. Should new info become available, a follow up supplemental report will be submitted.

Event description:
Rec'd info regarding a cartridge alarm 1 during bolus delivery. Reportedly, the customer's blood glucose level was elevated in the morning; however, customer stated that elevated blood glucose level may be attributed to stress at work. Customer was able to load a new cartridge successfully and resume insulin delivery.